Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 189 mg/dl. The customer had changed 8 infusion sets since last night. Customer stated that the issue is with a quick serter that does not have the force it used to during the insertion process. The customer stated that this caused bent cannula and blockages. Advised the serter and infusion set will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.